Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: examination of the femoral head finds evidence to support a ids association event post fracture of the associated poly liner. Product error / contribution to the event is not identified. Depuy considers the investigation to be closed. If additional information is received; it will be evaluated and processed per depuy procedures. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reported: "I received a complaint about a hip implant that broke".